Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. The device contained a guidewire that measured .01326". There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was soaked in a water bath to loosen the blood and contrast in the device. The guidewire was then removed. The device was functionally tested with a .014" guidewire. No issues were detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that catheter entrapment occurred. A 2.0mm x 220mm x 150cm coyote balloon catheter and mailman guidewire was selected for use. However, during procedure, the balloon got stuck on the guidewire and would not come off. Both devices were removed from the patient's body together. No known patient complications were reported.

Event description:
It was reported that catheter entrapment occurred. A 2.0mm x 220mm x 150cm coyote balloon catheter and mailman guidewire was selected for use. However, during procedure, the balloon got stuck on the guidewire and would not come off. Both devices were removed from the patient's body together. No known patient complications were reported.